Manufacturer narrative:
Follow-up # 1 ¿ (11/10/2014). The patient¿s test strips have been returned on 10/1/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately in the last 3 months but did not report any values for this timeframe. More specifically the patient claimed he was experiencing symptoms of ¿feeling like he was having a stroke, being confused, slurred speech and sweating¿ on an unspecified date/time. He reported he went to the hospital on 08/09/2014 in the afternoon. He had tested on the subject device and obtained a reading of ¿391mg/dl.¿ he was then tested using an unknown hospital device and a reading of ¿231mg/dl¿ was obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient usual diabetes management regimen was not specified. The patient denied receiving any form of medical intervention for his symptoms while in the hospital. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The testing procedure was correct. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the reported issue caused or contributed to this serious injury. The subject meter¿s result was consistent with his symptoms and reading obtained on the hospital device. The patient was not treated by the hcp. However, this complaint is being reported because the meter result did not meet lfs accuracy criteria.